Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 9808560 implanted port experienced a failure to infuse. These events were reported from various sources. Both events involved patients with no reported injury. Of the two (2) events, one (1) event involve a female patient, 54 years of age weighing 52 kgs; the other event involved a male patient, 71 years of age whose weight was not provided.

Manufacturer narrative:
For both reported event, lot number were not provided. The sample was returned for evaluation. The material within the port chamber was observed to be soft and easily broken apart and he material within the port stem was observed to be soft and easily broken apart was identified for 1 devices. Preferential kinking was observed at the split was identified for the other device. . A root cause has not been determined. The devices were labeled for single use.

Manufacturer narrative:
The devices for both events have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 9808560 implanted port experienced a failure to infuse. These events were reported from various sources. Both events involved patients with no reported injury. Of the two (2) events, one (1) event involve a female patient, (B)(6) years of age weighing (B)(6) kgs; the other event involved a male patient, (B)(6) years of age whose weight was not provided.